Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Follow-up #1: date of submission unrelated to the original complaint, the display screen was noted to be dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2018 with the following findings: on investigation, the pump powered on normally and ez-prime steps successfully completed. Electrical current readings were evaluated and found to be within required specifications. The pump was exercised for 24 hours without any power interruptions. Investigation did not duplicate the complaint.